Manufacturer narrative:
The exact device used in this incident is unknown. The customer provided the following possible lot numbers: lot 5293615, catalog 381423, device exp. Date: 09/30/2018, device manufacture date: 10/20/2015, lot 5225989, catalog 381433, device exp. Date: 07/31/2018, device manufacture date: 08/13/2015, lot 5278882, catalog 381433, device exp. Date: 09/30/2018, device manufacture date: 10/05/2015, lot 4261619, catalog 381423, device exp. Date: 09/30/2017, device manufacture date: 09/18/2014, lot 5198609, catalog 381423, device exp. Date: 06/30/2018, device manufacture date: 07/17/2015, lot 5071694, catalog 381423, device exp. Date: 03/31/2018, device manufacture date: 09/12/2015. Device evaluation: result - a sample was not returned for evaluation. The device history record was reviewed for the potential reported lot numbers. A controlled sample for catheter/adapter pull test is required for release to packaging. All reported lot numbers met specifications. No related rejected activity was found for the lot numbers associated with this incident. Conclusion - the customer's reported defect could not be identified or confirmed and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. This incident is indeterminate.

Event description:
It was reported that a patient had a procedure on (B)(6) 2016 and then returned to the emergency department (B)(6) 2016 as her hand was swollen, red, and painful. An x-ray was performed and 2cm of IV catheter was found in the dorsum of her hand. The catheter was removed by the emergency room staff. The nursing staff has tried to determine how this incident occurred, and after attempting to pull apart several different IV catheters from the hubs, they came to the conclusion that the suspect IV was defective.